Event description:
It was reported that the pulse generator was found in eri during follow-up on (B)(6) 2017. The device was explanted and replaced on (B)(6) 2017. The physician suspected premature battery depletion.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.